Manufacturer narrative:
Pt info was sourced by MFR. When pt samples were received, the customer's returned kit lot 22542m200 was expired (6/27/97). Testing was performed on this lot on 7/23/97 and an unexpired file kit of lot 27080m300 on 7/16/97. Both lots met package insert specifications. The false negative result for the returned pt samples were not reproduced on either lot. This is the final report.

Event description:
On may 24,1997 the facility obtained a non-reactive result when the pt sample was tested for hepatitis b core antibody by abbott's corzyme assay. This pt was previously reactive on may 13, 1997. The facility repeated the sample from may 13,1997 and may 24,1997 and obtained reactive results for both samples.